Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, it was reported that the patient's processor would get hot when patient would use the rechargeable battery. The patient was advised to discontinue use of the battery and return it to the manufacturer for evaluation. There are no reports of patient injury associated with this issue. The implanted device remains.

Manufacturer narrative:
This report is filed on 14 feb 2014.